Event description:
As reported, unknown time since initial tka, this patient underwent revision due to an unknown reason. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported, unknown time, since initial implant, this patient underwent unknown side tka and was implanted with an exactech device, serial # unknown. On (B)(6) 2021 , the patient underwent revision of the device due to an unknown reason. No additional information is available or forthcoming. In a review of the labeling and IFU 700-096-004, it is a known complication that excessive activity and trauma affecting joint replacements have been associated with premature failure. Also, fracture, migration, loosening, subluxation or dislocation of the prosthesis or any of its components, and any of which could require intervention or revision. And may require a second surgical intervention or revision. Upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause of the reported event is patient conditions.